Event description:
This device was explanted due to eos. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the initial interrogation of the implantable cardioverter defibrillator (ICD)confirmed the battery status eos, activated on (B)(6) 2015. The device was implanted for approximately 89 months and 30 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified and found to be normal and as expected. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the battery status eos could be confirmed. However, analysis revealed anormal battery depletion. There was no indication of a device malfunction.